Manufacturer narrative:
D2b: pro code (product code): obj.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the transducer or tip of the catheter prolapsed, and a guide extension catheter (gec) was used to straighten it out. However, upon trying to remove the device, the device tip at mitral regurgitation (mr) became stuck on the wire and broke off inside the guide. The procedure was completed using an alternate method. There were no patient complications.